Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 849 mg/dl at the time of the incident. The customer was at 68 mg/dl at the time of the call. The customer was given intravenous insulin to treat the high. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering, as they had been dropping low for a while. The customer used food and glucose tablets to treat the lows. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.